Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a preparation of chronic catheter placement procedure, the cuff was not stationary. There was no patient contact.

Event description:
It was reported that during a preparation of chronic catheter placement procedure, the cuff was not stationary. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one 5f powerline s/l catheter was returned for evaluation and one photo was provided for review. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The tissue cuff was intact and had residue. The distal catheter segment was not returned. The tissue cuff was noted to move freely throughout the catheter. Lack of adhesive in the tissue cuff area of the catheter was noted. The manufacturing site review states, an initial view of the images showed a 5fr s/l powerpicc catheter. A closer view showed that the cuff was moved from its normal position, to observe traces of the adhesive placed for the attachment of the cuff to the catheter. Therefore, the investigation is confirmed for the reported cuff failure to bond issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: d4 (unique identifier (UDI) #), h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.